Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic bandage procedure performed on (B)(6) 2022. During the procedure, when the physician deployed the first band, "it did not come off from the wire and got stuck." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.